Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, via social media, that the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter that resulted in hypoglycemic episodes. The dates that the episodes occurred are unknown. Additionally, the patient stated that due to experiencing the inaccuracies, they have gone back to frequent finger sticks. The patient did not provide further information regarding the hypoglycemic events.